Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the fixed shaft stuck on the right comb plate deformation. The customer returned the device for evaluation. Repair of the zimmer (B)(4) mesher kit was performed by zimmer biomet (B)(4) on (B)(6) 2018 which included identification of comb bent. Zimmer (B)(4) mesher kit, serial number (B)(4) , was then tested and functioned properly. It was repaired, inspected and tested. Zimmer biomet surgical has not previously repaired/evaluated zimmer (B)(4) mesher kit serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Previous repair report can't be reviewed as the record is not present. The reported event was confirmed since during initial inspection the technician could replicate the reported event. While the returned product inspection confirmed that the comb was bent, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially.

Event description:
It was reported that the fixed shaft stuck on the right comb plate deformation.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On june 16, 2017, it was reported that the shaft was stuck and the comb plate was deformed. On november 9, 2018, it was clarified that the service repair request form noted that the problem was the comb was bent. The customer returned a skin graft mesher device, serial number: (B)(6), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ zimmer biomet taiwan has not previously repaired/evaluated skin graft mesher serial number: (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet taiwan on june 16, 2017 revealed that the comb was bent. The device's calibration was within specification. Repair of the skin graft mesher was performed by zimmer biomet taiwan on june 12, 2017 which included replacement of the comb. Skin graft mesher, serial number: (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event 'the comb was bent' was confirmed since during product review the comb was bent. The root cause of the bent comb could not be specifically determined with the provided information since it is unknown how the comb became bent. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.